Event description:
It was initially reported that since implant, the patient did not feel she was voiding completely. During the trial, she was able to void completely. The patient also noted that she had very few bowel movements since implant. The patient had been taking metamucil, which had helped some. The patient asked whether elixis will affect her implantable neurostimulator (ins)/therapy. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was later reported on (B)(6) 2014 that the patient noted never having therapeutic effect. Since implant the patient thought stimulation not may not be turned up high enough or it may be on the wrong program for her. The patient's symptom sudden urine loss when she moves or walks, is somewhat better because flow has been reduced and she was not losing as much but her symptom of frequency was worse. Before implant she would wake up 2 times each night but now it was 2-3 times each night. The trial worked very well and the patient had ens (external neuro stimulator ) set at 10. Now the patient was at 5.6 because 5.7 was too strong. The patient had been at 5.6 for 3-4 weeks. The patient hadn't had her stitches out yet. The patient described other health conditions: the patient had surgery to remove a tumor in her thoracic spine and during the surgery they lost the nerve conduction to her right leg for 24 minutes and left leg for 12 minutes. The patient woke up paralyzed. The patient was no longer paralyzed but had no feeling in her right leg. The patient lost bladder and bowel control as a result of the surgery but had since regained bowel control. The patient had been on chemo drugs for lung cancer but the hcps (healthcare providers) didn't want her on heavy chemo. They didn't want to increase her neuropathy in her legs.the patient was taking gemcitabine and other medications. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va0djjd, implanted: (B)(6) 2014, product type lead. (B)(4).